Event description:
On (B)(6) 2015, 3m espe was informed that while placing a 3m espe mdi 2.9 x 18 mm one piece implant tapered abutment (mii-t18) with the 3m espe 13mm mdi ratchet adapter long (s7015), the implant fractured leaving a portion of the implant stuck in the ratchet adapter and the remaining portion in the patient's bone. The dentist is currently waiting on a larger trephine bur for removal of the implant piece. The dentist reported that the patient is fine and suffered no injury as a result of the fractured implant. At the time of the fracture, the implant was being placed into d1 bone; use of this product in d1 bone is not recommended per the product's instructions for use.

Manufacturer narrative:
At this time, neither the fractured implant pieces or the ratchet wrench have been returned to 3m espe for analysis. The complaint history for fractures of this product was reviewed and is favorable. There have been no trends observed in the number of fracture reports. In this case, the use of the implant in non--indicated bone (too dense) may have been a contributing factor. Additionally, at the time of the fracture, the dentist was not using a torque-measuring wrench which would have enabled him to monitor any forces placed upon the implant. Since two devices were involved in this event, two manufacturer reports are being submitted. This manufacturer report is being submitted for the second device (13mm mdi ratchet adapter long (s7015)) and manufacturer report number 3005174370-2015-00017, is being submitted for the first device (mdi 2.9 x 18 mm one piece implant tapered abutment (mii-t18)).